Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a revision again. The patient stated she had a revision because she was in "crazy pain" at the pocket site. She stated the ins was replaced and the lead was moved so the lead could go with the implant on the left side. She confirmed there was no issue with the lead. The patient further stated the healthcare professional (hcp) did wash out in the old pocket site prior to implanting current ins on the left side. The hcp believed the ins needed to be implanted deeper because the previous device was too superficial. The patient was in post op pain still and was wondering how quick they would be able to bend. She indicated that she was told 6 days post op to return to activity and another hcp said 14 days post op until they would be able to bend or twist. No further complications were noted or anticipated.